Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 49 mg/dl. The customer was treated with carb for low blood glucose level and after that customer's blood glucose level was 146 mg/dl. Customer declined troubleshooting for low blood glucose level. It is unknown if customer was using auto mode feature at the time of the incident. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Additional information related to auto mode has been received which was not included with the initial report. The information has been provided in this report.

Event description:
The auto mode was not active at the time of the low blood glucose incident.